Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode cannot be determined. Isi has not received the green sureform 45 reload or sureform 45 stapler instrument involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. An advanced instrument log review was performed for this procedure by an isi advanced failure analysis engineer (fae). Per the fae, for the first stapler used, the logs show sureform 45 stapler instrument (part #480445-04, lot #l90220110-0232) was installed on the system 12 times and fired 11 reloads (1 white, 6 green, 1 white, and 3 green, in that order). On the 2nd install there was no clamping or firing attempted. On the 2nd and 3rd install, the system did not detect the reload color, and the user manually selected the green reload via the surgeon side console (ssc) touchpad for both instances. There were no incomplete clamps by this instrument and firing was completed with no pauses for compression, except on the 3rd firing, with 1 pause for compression. There were no stapler related errors in the logs. For the second stapler used, the logs show sureform 45 stapler instrument (part #480445-04, lot #l90220110-0246) was installed on the system 2 time and fired 2 reloads, both green. On the 1st install, the system did not detect the reload color, and the user manually selected the green reload via the ssc touchpad. There were no incomplete clamps by this instrument; however, the first firing had 2 pauses for compression and the second firing had approximately 9 pauses (duration of 69 seconds) for compression. All firing was completed, and no stapler related errors were seen in the logs for this instrument. An isi clinical development engineer (cde) reviewed an image provided by the customer for this event and determined the following: from the image alone, it could not be determined what the source of the thin layer of blood on the surgical scene is. There is also blood pooling in the middle of the view, but it cannot be said whether this was due to the stapling issue or not. To the left of the bunch of malformed staples, there appears to be approximated tissue that is bleeding. This does look consistent with a tissue tear following a pushout event. No video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted esophagectomy procedure, a sureform 45 stapler instrument allegedly misfired with a green sureform 45 reload installed. The issue occurred towards the end of the procedure when the surgeon was stapling the esophagus. The staple line was uneven and staples gathered in a pile. The cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted esophagectomy procedure, a sureform 45 stapler instrument misfired. The issue occurred towards the end of the procedure when the surgeon was stapling the esophagus with a sureform 45 stapler instrument and green sureform 45 reload installed. The event occurred approximately on the 11th fire. There was a ¿previous staple line that caused the sureform 45 staples to gather into a pile¿, causing the staple line to be uneven. Multiple malformed staples were observed but attached to the tissue. No fragments reportedly fell inside the patient. No error messages were displayed on the system. During the stapler fire, there was not report of tissue tension or bunching. The surgeon resolved the issue by switching to a 3rd party ethicon motorized stapler that forced a staple line over the misfired sureform 45 staples. The sureform 45 stapler instrument and green sureform 45 reload are not available for return to intuitive surgical, inc. (Isi) for failure analysis evaluation.